Manufacturer narrative:
Visual inspection revealed that no visual anomalies observed. The reported field observation was not confirmed through cis analysis. The sheath passed all standard manufacturing testing. The sheath was able to hold pressure while pressurized at 5.5 psi in hemostasis testing.

Event description:
The polarsheath was selected for use during a pulmonary vein isolation procedure to treat atrial fibrillation. It was reported that the sheath leaked during preparation when flushing the device. Air bubbles were present. The waterdrops came out of the shaft of the sheath and/or the distal handle and were constant. No damage was noted on the luer. The sheath was replaced with one from the same model. The procedure was completed successfully without patient complications. The device has been returned for analysis.

Event description:
The polarsheath was selected for use during a pulmonary vein isolation procedure to treat atrial fibrillation. It was reported that the sheath leaked during preparation when flushing the device. Air bubbles were present. The waterdrops came out of the shaft of the sheath and/or the distal handle and were constant. No damage was noted on the luer. The sheath was replaced with one from the same model. The procedure was completed successfully without patient complications. The device has been returned for analysis.

Manufacturer narrative:
Visual inspection revealed that no visual anomalies observed. The reported field observation was not confirmed through cis analysis. The sheath passed all standard manufacturing testing. The sheath was able to hold pressure while pressurized at 5.5 psi in hemostasis testing.